Manufacturer narrative:
Product complaint # =(B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One empty labeled winding former and one used needle suture combination that pertains to product code sxpp2b101 were received for analysis. This product code is double-armed. During the visual inspection of the returned sample, the swage and attachment area of the needles were noted to be as expected. The suture was examined, and body fluids were observed along strand. Due to the conditions of the returned sample, the barbs could not be measured. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached on the cause of the reported event. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: - please provide the lot number. =>unk - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. =>the device has been received at sukagawa and will be shipped. Please check rmao. Tracking number: (B)(4). - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). =>kana takahashi.

Event description:
It was reported that a patient underwent a breast procedure on (B)(6) 2025 and barbed suture was used. During the procedure, it was reported by a sales rep that, during an unknown breast and endocrine surgery, the barbs were not catching as well as usual. It was not a control release needle. Another product was used to complete the case. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.